Event description:
It was reported that the docker had an electrical short/fire on the docker end of the power cord. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the docker had an electrical short/fire on the docker end of the power cord. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause was determined to be due to the power plug module. The technician replaced the power plug module and returned the unit to service.